Event description:
Patient reports three dislocations since primary surgery. Patient experiences chronic pain.

Manufacturer narrative:
(B)(6). An event regarding dislocation involving an unknown stryker left hip was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Patient reports three dislocations since primary surgery. Patient experiences chronic pain.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker left hip. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.